Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, broken haptic.the procedure was completed with another iol. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. One haptic was broken in the distal area (not returned). The other haptic was bent over a post of the lens case. The photo attached to the file matches the returned sample. Product history records were reviewed and documentation indicated the product met release criteria.the associated cartridge and handpiece were not provided. It is unknown if qualified products were used. A viscoelastic was provided that is not qualified for use with any qualified lens/cartridge/handpiece combination. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The associated cartridge and handpiece were not provided. It is unknown if qualified products were used. A viscoelastic was provided that is not qualified for use with any qualified lens/cartridge/handpiece combination. The IFU(instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).